Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct h10 on the initial, and to add additional reportable malfunction (peeling of the tissue pad) to h6/h10. Correction to h10: the customer's allegation of a broken probe was not confirmed. The defects identified were peeling and tearing of the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling tissue pad could not be conclusively determined. It is likely the defect occurred due to one of the following: 1)during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off and torn. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, a physician was using the thunderbeat open fine claw 9 centimeter handpiece consumables and encountered some problems. The device started to alarm, and the surgeon realized the tip of the thunderbeat had dislodged. When the second thunderbeat also experienced this same event; the therapeutic haemorrhoidectomy was completed using a replacement device (harmonic). After the first event, the scrub nurse put the dislodged tip back to see if there was any missing part. It was confirmed that nothing went into the patient¿s body from either thunderbeats. There was no report of patient harm associated with this device. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of broken probe was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.